Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The seal was removed/broken on the bottom case. Top and left cases were broken. The bottom case was cracked. Force sensor test error was found in the event history log. The technician performed power up process, checked and test force sensor. The reported issue was unable to be duplicated. All the readings were with the required specifications. The root cause of the reported issue could be that the customer manipulated the pump during it self-test, by entering the biomed code and customer was able to clear the for force sensor test. The technician performed force sensor calibration and all functional tests, which passed.

Event description:
It was reported that the force sensor test failed. No patient injury was reported.